Event description:
During a ptca/stenting procedure, the quantum maverick monorail balloon ruptured at 12 atms. The number of inflations is unknown. The lesion being treated was a calcified and 90% stenotic lesion in the lad coronary artery. The quantum maverick monorail balloon was being used to post dilate a cypher stent. Another balloon was used to complete the procedure. No patient injuries or complications were reported.